Event description:
The nurse reported the side switches of the footswitch are broken. The nurse stated that during surgery when the surgeon went to use the footswitch to switch between applications the footswitch would not respond. The scrub tech used the touchscreen to navigate when the surgeon indicated to do so. (B)(6) stated that this happened three times. No pt harm occurred in any of the 3 cases, no delay was experienced and no cancellations. No pt injury was reported.

Manufacturer narrative:
A visual evaluation of the footswitch was conducted. The footswitch seemed to be in good physical condition, with no signs of bss or other foreign material on the footswitch or on the connector. The footswitch was connected to a system for functional testing. The footswitch was able to communicate as normal with the system. Upon further testing the footswitch led illuminated and remained on. It was noticed that the footswitch level bracket was not making full contact when the footswitch treadle was in the full upright position. The footswitch level bracket was adjusted. The footswitch was retested and the observed nonconformity did not occur. A review of complaints for the last 24 months did not indicate any additional similar reports for the footswitch or the system. (B)(4).